Manufacturer narrative:
Block b3: approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to the one of three resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution clip 360 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to december 01, 2024 based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on january 17, 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to the one of three resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on january 17, 2025: it was clarified that during procedure, the clip was able to grasp/close and lock onto tissue and failed to release initially, but was eventually able to release from the catheter.